Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an attempted implant, the physician had trouble positioning the right atrial lead. There was no capture and then intermittent capture and the sensing and thresholds were not appropriate. It was also noted that the patient's anatomy and history possibly caused the lack of capture. The lead was finally placed and is still in use. No patient complications have been reported as a result of this event.